Event description:
Patient representative reported right side "systemic infections," "implant shift," "risk of bia-alcl." Patient representative additionally reported "weakened immune system" not related to the device. The device remains implanted.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "systemic infections".